Event description:
The reporter stated the surgeon implanted an 12.5mm icm125v4 implantable collamer lens in 2009 in the pt's right (od) eye. The lens was explanted at approx 10 days later, due to excessive vaulting. The lens was exchanged for a shorter lens.